Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a check iab catheter alarm. The alarm was happening every few minutes so the surgeon came in to manipulate and relocate the catheter. This worked and the alarm resolved, but then a "sensor failure" message was seen and they had no blood pressure (bp) or arterial line waveform. It was suggested that an alternate site be used or to transduce the iab central lumen. Both were available, but they could not locate a pump pressure cable. They looked in the cath lab and on several other cs300 iabps without success. It was advised that the iabp would continue, but it is not ideal to pump without the arterial line. They were considering removing and replacing the iab, but continued to look for the pressure cable. They were provided with instructions to connect and transduce to the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).